Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse noticed that there was a leak below the j4 manifold. The cse replaced the solend cdev 1 valve and ran tests and quality controls (qc). The instrument was performing within specifications upon departure. Replacement of the component resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant carbon dioxide patient results were obtained on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.